Event description:
(B)(4). It was reported by the patient's attorney that as a result of having the product implanted, patient has experienced permanent injury, pain, infection, urinary tract obstruction, urinary retention, constant pulling sensations across the pelvic area, constant foul odor coming from the vaginal area, pain during intercourse caused by the extrusion of mesh into the vagina, mesh erosion, chronic inflammation, and disability. Additional information has been requested, but not yet received.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use (IFU) which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(6)."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced inability to void, dyspareunia, nocturia prior to implant, tenderness during exams, physical therapy for levator ani spasms, abdominal cramping, pelvic and abdominal pain, urethra bleeding, urinary frequency, vaginal dryness, vaginal discharge, hematuria, estrace cream for atrophic vaginitis, constipation, melena, nausea, emesis, anorexia, weight loss, black tarry stools, blood with bowel movements, bloating, back pain, and depression.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced postoperative inability to void with subsequent placement of foley catheter, small anterior suburethral piece of skin, pelvic pressure, prolapse, grade one cystocele suburethral, needing to push the urethra up at times, vaginal bleeding, bilateral tenderness at apex of vagina, urine leakage with coughing, sneezing and laughing, vaginal spotting, retraction of vaginal fibromuscular wall in the midline approximately four centimeters about the external urethral meatus, palpable apical apron of mesh approximately five centimeters above the external urethral meatus-palpation of this area, especially laterally- left greater than right produces discomfort similar to dyspareunia, hypertonus and tenderness over the ventral levator surfaces throughout, foreshortened vagina, articulation of the apical apron of the mesh with the obturator internus muscles creating myalgia with movement, upregulation her spasticity of the levator complexes creating secondary pain phenomenon, bilateral levator ani muscle spasms and point tenderness with the presence of trigger points, pelvic floor myofascial spasm, contraction bands, required nonsurgical interventions including levator and pelvic floor physiotherapy and administration vaginal estrogen creams including estrace and vagifem.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced ambulation difficulties, numbness, tingling, defect, limited activities, high blood pressure, hypertension and incontinence.